Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that he had been recently discharged from the hospital and he believes his CPAP device is a result of the blood clots he has in his lungs. Patient said that the device was shutting down when he first received it and having too much water in the device chamber. Patient said that he woke up during the night while using the CPAP to shortness of breath and went to the emergency room (ER). Patient also states that he is currently taking blood thinners to help with the blood clots. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that he had been recently discharged from the hospital and he believes his CPAP device is a result of the blood clots he has in his lungs. Patient said that the device was shutting down when he first received it and having too much water in the device chamber. Patient said that he woke up during the night while using the CPAP to shortness of breath and went to the ER. Patient also states that he is currently taking blood thinners to help with the blood clots. The manufacturer's investigation is ongoing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.